Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bipolar cut was always activated even without accessories plugged in. It was reported that there was no patient involvement. No additional information was available.

Manufacturer narrative:
Evaluation summary one device generator was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. This generator was obsolete and is no longer supported. The returned sample did not meet specification as received by medtronic. The visual inspection found no defects. The reported condition was confirmed. The investigation found that bipolar intermittent activated by itself. The investigation isolated the failure to the psrf board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. Details regarding the repair were not provided. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.